Event description:
A customer contacted baxter's technical service center reporting that there were 90 cycles on the homechoice (hc) machine, and normally should only have 5 1. The home patient (hp) was in dwell cycle at the time of the call. The technical service representative (tsr) explained that the therapy settings had accidentally been changed. The tsr assisted the hp to end therapy. The tsr advised hp to contact the peritoneal dialysis (pd) nurse as soon as possible (asap) to reprogram the hc machine for correct therapy settings. The hp agreed to contact the pd nurse asap for correct therapy settings. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. As a result, a cause for the reported issue could not be determined. A review of the device's service history record revealed no issues. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Product surveillance contacted the home patient (hp)'s nurse to gather additional information. The nurse checked the notes and found that the hc machine was reprogrammed on (B)(6) 2010. The nurse stated that the hp had changed over to a homechoice (hc) pro and suggested that it maybe that the nurse who programmed it, did not program it correctly or that maybe the hp was messing with the programming. The nurse stated that the patient was not on the hc machine much longer after it was reprogrammed, as the hp's albumin level was too low and the doctor was not comfortable with the hp being on peritoneal dialysis (pd). The hp was switched over to hemo dialysis in (B)(6) or (B)(6) 2010. The nurse stated that the hp has had a chronic problem with his albumin level being low and that this has nothing to do with pd therapy.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore an evaluation will not be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation.